Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt missed a pump refill date of (B)(6) 2010. The pt was hospitalized (B)(6) 2010 because of the underdose. The pt was being supplemented with oral medications. The medication being delivered via the device was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.